Manufacturer narrative:
Updated data was provided. For patient 1 the initial troponin t hs result was actually 28.55 pg/ml the repeat result was actually 9.79 pg/ml. The sample was tested in an external laboratory and the troponin t hs result was 12 pg/ml. The method was not provided. For patient 2 the initial troponin t hs result was actually 38.29 pg/ml. The repeat troponin t hs result was 3.00 pg/ml with a data flag. The second repeat troponin t hs result was 3.00 pg/ml with a data flag. The third repeat troponin t hs result was 6.89 pg/ml. The sample was tested in an external laboratory and the troponin t hs result was 14 pg/ml. The method was not provided. Patient 2 was a (B)(6). The initial investigation determined that the precision testing was acceptable after the customer changed the pinch valve tubing.

Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer complained of a questionable elecsys troponin t hs (high sensitive) assay results for 2 patients on a cobas e 411 immunoassay analyzer. For patient 1 the initial troponin t hs result was 29 pg/ml and was reported outside of the laboratory. The physician questioned the result and the sample was repeated twice. The repeat results were 9.8 pg/ml and 9.0 pg/ml. There was no allegation of an adverse event for patient 1. The calibration and qc were acceptable. The customer stated that the high results occurred between qc testing. Therefore the customer repeated all patient samples. For patient 2 the initial troponin t hs result was 39 pg/ml and the repeat result was below the measuring range. Patient 2 was transferred to an angiogram cardiology laboratory and had a surgical procedure. The patient's condition was "fine" and there was no harm to the patient from the surgical procedure. The troponin t hs reagent lot number and expiration date were asked for but not provided. On 24-apr-2018 the customer changed the pinch valve tubing and has had no further issues.

Manufacturer narrative:
The customer did not have any further issues after the service actions. Investigations determined the issue to be resolved by the service actions.

Manufacturer narrative:
The measuring cell was changed, instrument performance testing was completed within specification.